Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing six occurrences of underfill. The following has been provided by the initial reporter: it was reported that the tubes have stopped functioning properly as they do not create any suction when blood is attempted to be drawn. Many have stopped functioning properly as they do not create any suction when blood is attempted to be drawn. We have had 6 tubes malfunction in the past week that resulted in a waste of tubes and less blood taken than normal when the tubes did function.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing six occurrences of underfill. The following has been provided by the initial reporter: it was reported that the tubes have stopped functioning properly as they do not create any suction when blood is attempted to be drawn. Many have stopped functioning properly as they do not create any suction when blood is attempted to be drawn. We have had 6 tubes malfunction in the past week that resulted in a waste of tubes and less blood taken than normal when the tubes did function.